Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported device would not power on. The issue was observed during routine check up of equipment. There was no patient involvement. The support service performed an evaluation and confirmed the reported problem. The support service replaced the power supply to resolve the issue. The unit passed performance specification testing after repairs.